Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the tenaculum forceps instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the instrument log for the tenaculum forceps instrument (part #470207-10/ lot/serial #k10220530 0100) associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used on (B)(6) 2022 via system serial #(B)(4). There was 1 use remaining after this last usage. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image and/or video clip associated with this reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument moved with unintuitive motion (instrument was unresponsive to the surgeon's commands). Unintuitive motion could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was unresponsive to the surgeon's commands. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The issue occurred while the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer and was attempting to manipulate instruments from the surgeon console. The customer confirmed that while using the instrument for dissection, the instrument persistently moved in the opposite direction of intended. No external collisions occurred. The timing of instrument movement was appropriate and there was no shakiness. The customer used a backup instrument to continue the procedure. There was no injury to the patient as result of the event. The drape number and the approximate time the event occurred were unknown. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested, but the reporter was not able to provide such information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument was unresponsive to the surgeon's commands, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have the instrument grip tips not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. Common cause of this failure is attributed to a component failure. Additional observation not reported by site that is related to the primary failure was that the instrument was found to have a loose pitch cable at the distal end. No damage found to the input disks or clamping pulleys. Common causes of the failure mode of the loose instrument pitch cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The complaint regarding unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed further evaluation on the tenaculum forceps instrument. Advanced failure analysis confirmed the initial failure analysis. The instrument was placed and driven on an in-house system. It was observed that the grip tips were not moving smoothly when following the master tool manipulator (mtm) input commands. It was confirmed that the pitch cable was loose at the distal end. The housing was removed and the pitch cable tension was checked on the proximal end and found to also be loose. The non-intuitive motion observed was likely a result o the loose pitch cable. There were no signs of damage to the input disks or clamping pulleys. The loose pitch cable likely happened over time and use as the instrument only has 1 life left. The root cause remains attributed to a component failure.